Event description:
The hcp reported that the pt underwent a transurethral needle ablation of the prostate procedure with no complications or problems. Approx. Two hours after discharge from the physician's office, a rectangular burn was noted on the pt's thigh. The hcp's office reports that, to the best of their knowledge, the return electrode pad used during the procedure was placed on the pt's back as per the label instructions (not the thigh). The pt was referred to a dermatologist for treatment of the area. The disposable cartridge, including the return electrode were discarded.